Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the ra lead was capped and abandoned on (B)(6) 2020 due to dislodgement and loss of capture with no asystole. Lead pointing straight down on x-ray. No capture or sensing. Attempted to explant lead. Could not remove so it was capped. Implanted new ra lead.